Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported an aspiration failure occurred in the ultrasound and the irrigation-aspiration phases during a cataract procedure. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
The lot complaint history and device history record (DHR) were not reviewed as no lot information was available for this complaint. The used fluid management system (fms) in the tray was visually inspected and functionally tested. No defects were observed. Both irrigation and aspiration luers were intact. The sample primed and tuned with a handpiece successfully. The sample could be recognized and the service data could be retrieved from the console. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).